Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, self test and active current measurement. However, insulin pump failed sleep current measurement and long trace displays charge, battery lasts less than expected, problem isolated to electronic assemblies.

Event description:
Information received by medtronic indicated that the insulin pump battery only lasting 2 to 3 days. Customer stated that the insulin pump received replace battery now alarm with low battery alert. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.